Event description:
Medtronic received information that approximately one year following the implant of this transcatheter bioprosthetic valve the patient presented with a high gradient. Valvuloplasty was performed which resulted in a satisfactory gradient and mild pulmonary regurgitation. Also, the patient had three positive blood cultures for strep viridans and was treated with antibiotics, which resolved the issue without any adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.